Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set tape was not sticking and fell off on the same day due to the site was pulled loose.